Manufacturer narrative:
Phone number (B)(6).

Event description:
It was reported to philips that no ECG data. ECG had no wave shape. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.